Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and the electrode belt sn (B)(4) have not yet been recovered from the field. An initial evaluation was conducted and included analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest any device malfunction that would contribute to the patient death. Device manufacture date: monitor: sn (B)(4): 08/31/2015 reuse; electrode belt: sn (B)(4): 05/27/2014 reuse.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest and subsequently passed away on (B)(6) 2016. The patient was at the airport at the time of the event. A nurse walking through the airport witnessed the patient collapse and called for help. The patient received an appropriate defibrillation at 05:24:23 on (B)(6) 2016. The rhythm at the time of the treatment was ventricular tachycardia (vt) at 234 bpm. The post-shock rhythm was severe bradycardia at 10 bpm followed by 20 seconds of asystole. The patient transitioned to bradycardia at 40 beats per minute at 5:24:52. Asystole and bradycardia are considered non-treatable rhythms. After the treatment, airport emergency personnel externally defibrillated the patient and performed CPR. The patient was pronounced deceased by the emergency personnel on (B)(6) 2016. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.